Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the seals in dilution probe aspiration pump, dilution probe discharge pump and dilution probe wash pump. The cse also replaced the dilution pump valve and clot sensor. The cse then inspected the dilution tray cuvettes and dilution washer assembly and found a clog in the opening of the dilution washer dryer nozzle. The cse cleaned the dryer nozzle and performed a system check. The cse ran calibrations and quality controls to verify the functioning of the instrument. A siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that the cause of the discordant ca_2 results was due to a hardware issue, which was resolved by the service performed. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca_2) result was obtained on one patient sample on an advia 1800 instrument. The discordant, falsely low calcium result was reported to the physician(s). The patient was treated with 1mg calcium gluconate intravenous solution due to the discordant result. The customer repeated the sample on the same instrument, resulting higher than the initial result. The corrected result was reported to the physician(s). Additionally, the customer has obtained discordant ca_2 results on two patient samples. The customer did not report the discordant results for the additional samples to the physician(s). It is unknown if these samples were repeated and if the repeat results were reported to the physician(s). There are no reports of adverse health consequences due to the discordant ca_2 results or the administration of calcium gluconate to one patient.